Manufacturer narrative:
The field service engineer found a leak in the rinse unit and replaced all the rinse unit tubing. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 6000 c 501 module. The initial result was 165 mmol/l and the repeat result was 138 mmol/l. The repeat result from a second c501 analyzer was 138 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.